Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, pre-ablation mapping was performed with sl0. After mapping, sl0 was replaced with faradrive. Farawave is inserted into the faradrive, and four pulmonary veins were treated. After that, farawave was replaced with an octaray, and mapping was performed. Since gap was observed, the octaray was replaced with farawave. Air was confirmed when suction was performed at the part where the farawave come off the part of the clear sheath, so it was replaced. When the catheter was replaced inside the sheath, suction was performed properly, so air embolization such as st elevation was not observed. No patient complications were reported. The device is not expected to be returned as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.